Event description:
Procedure: lobectomy. According to the reporter: after firing over lung, staples were found unformed and tissue was not closed at all. A new cartridge was used to recover. Additional tissue was resected.

Manufacturer narrative:
(B)(4)